Manufacturer narrative:
The investigation into this event is currently in process.

Event description:
The patient presented with central venous stenosis with right arm venous hypertension. A 13x5 viabahn device was advanced and positioned at the target site to repair the venous stenosis. During the deployment process, the device opened spontaneously without any pulling on the deployment line. Not being in proper apposition with the vessel, the device moved into the right ventricle and thereafter out into the left pulmonary outflow tract into the left pulmonary artery. The patient was taken to surgery and the device was removed.